Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip replacement on (B)(6) 2016. Patient was revised due to loosening on (B)(6) 2017. Patient stated the femoral head, stem and insert were revised. His doctor stated the shell is defective.

Manufacturer narrative:
An event regarding loosening involving an accolade ii stem was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant concluded: complex component malposition including cup malposition in absent anteversion, a medialized lower cup rim in combination with reduced lateral femoral hip offset have contributed to impingement with an overload condition in the arthroplasty causing early accolade-ii stem loosening requiring revision surgery. Not all underlying problems were solved during revision surgery and therefore hip complaints continued after revision surgery. Does the review identify any procedural related factors that contributed to the event? - cup malposition in absent anteversion - recessed (¿medialized¿) lower cup rim - reduced lateral femoral hip offset does the review identify any patient related factors that contributed to the event? - overweight condition (bmi=34) as secondary factor does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the loosening was caused by the shell malposition in absent anterversion, impingement and reduced femoral hip offset. No further.

Event description:
Patient called stating he had a left hip replacement on (B)(6) 2016. Patient was revised due to loosening on (B)(6) 2017. Patient stated the femoral head, stem and insert were revised. His doctor stated the shell is defective.